Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during introduction, the bolster went into the abdominal cavity. Another attempt was performed without success. The patient experienced abdominal pain and distension. An abdominal x-ray was taken and evaluation was performed by the general surgery team. A computerized tomography was requested and pneumoperitoneum was identified. Surgery was performed to rectify the issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) a visual examination of the returned device revealed residue present on the device indicating use/ handling. The external bolsters and c-clamp were also returned with no issues found. A physical examination of the device found that the wire loop was bent. It was noted that the condition of the returned device could not be evaluated with respect to patient complications (pneumoperitoneum ) during the placement attempt. A physical examination of the device found the wire loop to be bent, most likely caused during the placement attempt. The complaint incident of pneumoperitoneum has been identified as an anticipated procedural complication and it is noted within the adverse events section of the directions for use (dfu). Based on all gathered information, the most probable root cause is anticipated procedural complication. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during introduction, the bolster went into the abdominal cavity. Another attempt was performed without success. The patient experienced abdominal pain and distension. An abdominal x-ray was taken and evaluation was performed by the general surgery team. A computerized tomography was requested and pneumoperitoneum was identified. Surgery was performed to rectify the issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.